Event description:
This case, reported by a consumer, who contacted the company via sales representative to report an adverse event, concerns a female pt of unk age and origin. The pt medical history included diabetes. Concomitant medications were not provided. The pt was receiving human insulin (humulin nph), dose and frequency not provided, subcutaneously, for treatment of diabetes, beginning date not provided by reporter. On an unspecified date after the beginning of human insulin via humapen ergo burgundy/clear pen body (lot a310089) with a clear cartridge holder attached (lot not provided), the pt experienced lack of efficacy and she was hospitalized. The glucose level was not provided. It was unk if laboratorial exams were performed. As corrective treatment she received chlorpropamide and recovered. It was unk if the pt was still hospitalized. The human insulin was discontinued on an unspecified date. This human insulin is associated with another device, and this humapen ergo burgundy/clear pen body is associated with other device. The operator of the device was unk. It was unk if the operator was trained. It was unk for how long this device model and the reported device had been used. The return of the device is anticipated. The humapen ergo burgundy/clear pen body with a clear cartridge holder attached was discontinued on an unspecified date. The human insulin lot number is a377897, expiration date apr-2009. The humapen ergo burgundy/clear pen body lot number is a310089, expiration date jan-2010. Attempt to follow-up. Update 02-apr-2008: additional info from initial reporter on 25-mar-2008: added the name of corrective treatment as chlorpropamide. Updated corresponding fields, narrative and psur comments.

Manufacturer narrative:
Investigation in progress.